Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-11479, 2017865-2019-11481. It was reported that the patient presented with infection. The cause of the infection was unknown. The pacemaker, right atrial lead, and right ventricular lead were explanted on (B)(6) 2019.

Event description:
New information received noted that there were no consequences to the patient post procedure on (B)(6) 2019.